Manufacturer narrative:
Evaluation codes; results: the complaint of 'loose connection' was confirmed. As received, the cables had small cracks on rj45 connector and the locking tab was broken off. When the pt scenario was recreated with a lab lead the lead could be easily removed from the cavity connector assembly indicating the connector was loose. Additionally, the locking tab on the rj45 connector was broken off allowing the connector to be easily removed from a female connector. Either of these anomalies could have caused the 'open circuit' error observed on the mts in the field. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) received intermittent stimulation from the lead due to a loose connection between the lead and the trial cable. The system displayed an 'open circuit' error. The sjm rep used adhesive tape and avoided any pulling/pushing movement between the leads and cable connector boxes which seemed to temporarily resolve the issue.